Event description:
The customer reported a past emergency room (ER) visit; details and nature of ER visit were not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.